Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: customer informs (sales rep was present) that the system after checking the dlu, it was inserted through the trocar. And once the correct orientation was obtained, rotating and articulating it with no issues, they proceeded to remove the safety lock, and appeared the two blue leds indicating "empty dlu" as well as all the white upper lights, as if the firing had been already done. The green light below began blinking. They removed the system our of patient, and discharged the sulu and it was checked back again. When it was again inserted through the trocar inside the patient, it began to articulate by itself. When it stopped, the proceed to trap tissue and remove the safety lock again and the same light repeated. They changed the dlu and worked correctly. No reinforcement material was used in conjunction with the stapling device.